Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented in hospital with syncope. Upon interrogation, the right ventricular lead exhibited noise resulting in inhibition of pacing. It was noted that the lead also had low impedance. An insulation anomaly was suspected. On (B)(6) 2018, the lead was capped and replaced. Patient was stable post procedure.